Event description:
It was reported via repair work order that the siderail would not latch and pivot block was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.